Event description:
During baxter's functional testing of a spectrum pump, the device failed to detect an upstream occlusion. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the failure to detect an upstream occlusion caused by a broken connection on the processor printed circuit board. The processor printed circuit board was replaced.